Manufacturer narrative:
Refers to forward firing of the side firing surgical fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the report of "energy discharging from fiber tip" could not be confirmed and the fiber distal tip was found to be intact and attached; however, the fiber was broken within the creased white tubing 5 inches from control knob, between control knob and distal tip; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the outer sheath tubing exhibited signs of damage/torn at the break. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that there was an ¿invalid fiber card error¿ with the first fiber. It was reported ¿energy discharging from the fiber tip¿ with the second fiber.¿ there was 186,031 joules of use and 27:21 minutes. The procedure was completed with a third fiber. Patient outcome ¿good.¿ there was no report of patient injury.